Event description:
After receiving a splint for my tmj problems, my face swelled when I wore it, pain was excruciating, my teeth broke (1 on each side), my bite changed causing more pain, and I was unable to talk or eat. It was awful. Once taken out, it took days for problems to show any improvement. (B)(6).